Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by slight cloudy effluent and slight abdominal pain. The patient did not require hospitalization. The breach in aseptic technique was further described as touch contamination. The patient was treated with ancef (intraperitoneally (ip), dose unknown, frequency not reported) and fortaz (ip, dose unknown, frequency not reported) for two weeks. The action taken with dianeal therapy was not reported. The patient was retrained on aseptic technique. At the time of this report, the patient recovered from the peritonitis after 14 days. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.